Manufacturer narrative:
(B)(6). Complaint conclusion: during treatment of a basilar artery aneurysm, the ultipaq platinum microcoil could not be detached when it was deployed in the aneurysm and the detached button was pushed. The connection was checked and detachment was attempted again; but the coil could not be detached. There was no resistance felt during coil deployment. An echelon 10 microcatheter was used for the procedure. There was no serious injury or required intervention. The product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. Since there was no evidence of a manufacturing issue related to the complaint, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During treatment of a basilar artery aneurysm, the ultipaq platinum microcoil could not be detached when it was deployed in the aneurysm and the detached button was pushed. The connection was checked and detachment was attempted again; but the coil could not be detached. There was no resistance felt during coil deployment. An echelon 10 microcatheter was used for the procedure. There was no serious injury or required intervention.